Event description:
The manufacturer received information alleging a ventilator was not delivering adequate flow. The device was not in patient use. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.